Event description:
A customer contacted beckman coulter inc. (Bci) stating that the wash concentrate bottle broke and leaked in the synchron cx5 delta chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
Customer was sent a replacement bottle.